Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited crystallization on an electrical part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: control body had rust. Based on the results of the investigation, the most probable cause of the crystallization on an electrical part could not be determined. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.